Event description:
Boston scientific received info that this pacing system was explanted secondary to endocarditis and suspected infection. No other adverse events have been reported. This issue will be re-evaluated if add'l info is received.